Manufacturer narrative:
(B)(4). Device: phx. (B)(4). Concomitant medical products: retentive poly liner plus (+) 3 mm offset 36 mm diameter 65 degree neck angle cat# 00434906503 lot# 63733986. Humeral stem spacer size 9 cat# 00434903909 lot# 63896767. Humeral stem 10 mm stem diameter 130 mm stem length cat# 00434901013 lot# 63662474. Base plate 25 mm post length +2 mm lateral offset uncemented cat# 00434902502 lot# 63799968. Anatomical shoulder reverse, screw system, 4.5-33 cat# 0104223033 lot# 2857358. Anatomical shoulder reverse, screw system, 4.5-42 cat# 0104223042 lot# 2865695. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01845. 0001822565 - 2020 - 02067. Review of the device history records identified no related deviations or anomalies during manufacturing review of complaint history identified additional similar complaints for the liner, glenosphere and part and lot combinations. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: it is noted in original op-notes that: patient had tremendous pain and dysfunction with pseudoparalytic shoulder. Pre-operative proximal humeral shaft nonunion with preexisting end-stage oa. Rom under anesthesia with native bone was 30 degrees forward flexion and 10 degrees external rotation. In situ tenodesis performed, entire articular surface, attached greater and lesser tuberosity and 4-5cm of proximal humerus was carefully dissected free of soft tissue. Subscapularis peeled from lesser tuberosity. Humeral osteotomy was performed in 20 degrees of retroversion. 10mmx130mm humerus placed. (Glenoid had no cartilage left and labrectomy performed. Glenoid version corrected to neutral, large 25mm long peg drill used to ensure stability with peripheral osteophytes removed. 30mm, 25mm long-peg baseplate tapped into position with excellent fixation. 33/42x4.5mm screws placed with locking caps. 36mm glenosphere tapped into position. (Palacos prepared and placed in proximal humeral segment with 10x130 placed into segment in 20 degrees of retroversion. Orif of humerus performed with a 8-12mm cement restrictor placed distally. Proximal auto-prosthetic construct placed into distal shaft in 20 degrees of retroversion. Cement removed at former nonunion site to enhance healing, bone graft (auto and allo) placed. -+12mm metal extender and +6mm retentive poly liner placed. Noted to be stable through full rom and in vulnerable extension and external rotation. It is noted in follow up notes 1 week later that: independent and likely doing more than should be but given living alone it¿s unavoidable. Overall doing well but becoming increasingly bothersome. No signs of infection, wound healing nicely, full active rom ofelbow, wrist and fingers. It is noted from op-notes from 1.5 months later that: patient underwent revision of r rtsa due to dislocation with r proximal humeral nonunion with arthritis. Removal of poly liner, reimplantation of autologous bone/prosthetic humeral component. It is noted from op-notes the following day that: noted prior revision due to dislocation. Noted baseplate/glenosphere was positioned well and could not dissociate glenosphere from baseplate. Patient noted to lean on operative arm and felt pop. X-ray confirmed re-dislocation. Dislocated humerus identified but poly liner was dissociated from the 9mm metal extender. No evidence of humeral component loosening. Placed a +6mm retentive poly liner and reduced. Tried to dislocate or dissociate the poly in any way possible and was unsuccessful. No explanation for the dissociated poly liner, did not have any other reasonable alternatives given the desire to try and preserve function in the future. Blood loss 25cc. Additional information does not change the root cause of previous investigation. A definite root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported it was reported that the patient underwent initial right extremity procedure. Subsequently, patient was revised the following day due to dislocation and disassociation. Patient moved operative arm forward and his arm got dislocated. No further event information is available at the time of this report.